Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported that a blood leak occurred during hemodialysis treatment. Blood was visually observed dripping externally from the arterial header. No damage was identified on the dialyzer. The machine did not alarm. The patient's estimated blood loss was approximately 200 to 250ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is not available for evaluation as it was discarded by the user facility.